Event description:
The user facility reported that the doctor was performing a cerebral angiogram and went to close and realized after closure there were no distal pulses in the foot. Vascular surgery was called and performed a cut down on the patient. After the cut down was performed and the anchor and collagen were removed there were distal pulses again. The estimated blood loss was less than 250cc. Additional information was received on 14apr2025: there was a pre-deployment angiogram performed which did show heavy calcification. There were no access issues with sheaths, wires or catheters, however the doctor did think the issue was the calcium in the common femoral artery (cfa). His stick was above the bifurcation however he thinks he must have caught the anchor on some calcium which caused the issue. The patient was stable and doing ok according to the doctor.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A4: weight: requested, not provided. E3: occupation: (B)(6). The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a vessel occlusion. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).